Manufacturer narrative:
(B)(4). The architect c16000 (B)(4) generated discrepant co2 patient results. The c16000 also generated error code 1052 (unable to calculate result, endpoint absorbance reads are unstable). The customer replaced the cuvette dryer tips, since they appeared to be stained black, but this did not resolve the issue. Service was requested. The field service representative (fsr) replaced the cuvette dryer tips even though the customer had replaced them the day before, because they were installed too low and they were broken. The fsr found a spacer was missing on the wash solution pump. The fsr replaced the sample syringe, because it was not installed correctly. The fsr replaced the poppet valve on the cuvette washer pump. The fsr documented the customer ran controls and performed a precision run after service was completed, and all results were within expected insert ranges. The architect c16000 system operation manual contains adequate information on resolving discrepant results and resolving error code 1052 generation. The co2 package insert was found to contain adequate information. A service history review found no additional incidents of architect c16000 (B)(4) generating discrepant results have been documented since the fsr serviced the analyzer and replaced the cuvette dry tips, reagent syringe, cuvette washer pump poppet valve, and the sample probe. A review of quality metrics for the c16000 analyzer did not identify any adverse trends due to issues with co2 discrepant results. The current rate for architect c16000 erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the discrepant results was a malfunction of the cuvette dry tips, the reagent syringe, the cuvette washer pump poppet valve, and the sample probe. The actual cause of the discrepant results could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the architect c16000 analyzer list no. 03l77-01 related to the issue under investigation. No deficiency was identified for the clinical chemistry cuvette dry tip list no. 09d51-02, the aeroset c8k poppet valve list no. 09d36-02, the reagent syringe part no. 2-89398-02, or the architect c8k sample probe list no. 01g48-03. This is the final report.

Event description:
The customer stated a patient generated a low carbon dioxide result of <5 mmol/l on the architect c16000 analyzer. The result was flagged and not reported. The sample was retested twice with results of 25 and 24 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.